Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 550 mg/dl. The customer's last infusion set change was one day prior to the event. The customer treated with the insulin pump, but her blood glucose levels remained elevated. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to conduct further troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.